Event description:
It was reported that a malfunction occurred on the pump, with no notable events occurring prior to this. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information and assisted the customer in resetting the pump. The malfunction code did not recur, and the customer was advised to continue using the pump, with a follow-up call recommended if any issues reoccurred.